Event description:
It was reported that during a lap colon resection, on the initial firing the device did not staple completely. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.